Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector and minicap transfer set and patient line of the cassette. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: replace a1203 with a1204 additional information was added to b5, d9, h3, h6, and h11: b5: during follow up, it was clarified that the reported issue was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the patient line and had to cut the line to disconnect. H11: the device was received for evaluation with an amia patient adapter attached to the female connector. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.